Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). After placing the pigtail catheter and was, a bright anomaly was observed on transesophageal echocardiogram (tee). The patient experienced a drop in blood pressure and an air embolism was identified in the laa and the apex of the left ventricle. The air embolism resolved, and no further patient complications were noted.